Manufacturer narrative:
Analysis was unable to prime the insulin pump during prime test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, scratched lcd window, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 215 mg/dl. Troubleshooting was performed. The device was returned for analysis.